Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. The premarket ID is (B)(4). This number correspond to a new device, which has not been updated in the software system used to send the report to FDA. In addition, we are already working on the update of this code on the software system of the company.

Event description:
(B)(4) - the dentist reported that after 1 month dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 50ncm of primary stability was achieved, the patient presented bone type I, immediate implant and immediate load were performed, bone graft was executed, trauma over the implant has happened and fenestration occurred during surgery.